Manufacturer narrative:
The customer stated that the device cannot be returned therefore a proper root cause analysis could not be completed nor the reported issue confirmed. Without a proper device analysis, a definitive root cause cannot be determined at this time. There was no damage reported to have been noticed during the inspection prior to use and preparation, which suggests a product deficiency, did not contribute to the reported difficulties. Based on the information provided, the risk assessment for the lucia product, and our experience we have determined that the following factors may have cause or contributed to the reported issue is but is not limited to: lens placement technique, loading strategy, accessory device support, poor handling during folding and inserting. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release.

Event description:
The customer reported a broken haptic. The haptic broke while in the patient's eye. No additional information was provided.